Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. The manufacturer did not receive x-rays, or other source documents for review. The lot number of the device was received. The device history records will be reviewed during investigation. An e-mail requesting additional information was sent to the appropriate representatives. Concomitant medical products: item#: 74120152 item: unknown lot#: 097504, item#: 74222146 item: unknown lot#: 09kw24892, item#: 74222200 item: unknown lot#: 10ct41085. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
A patient is pursuing a product liability claim. It was reported that the patient received an implant on the right side and it is unknown whether it has been revised but the patient's attorney has gotten in touch with zimmer biomet legal team. Note: as the attorney of the patient gotten in touch with zimmer biomet, we assume that there was a serious injury.

Manufacturer narrative:
DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: as no event details were provided, no trend analysis could be performed. Event description: it was reported by an attorney that a female patient was implanted with a zimmer biomet cls spotorno stem in combination with a competitor's femoral head, as seen on implantation stickers received. Patient is pursuing a legal claim for unknown reasons. In spite of due diligence, event remains unknown. Review of received data: implantation report and product stickers were received and reviewed. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: this device is intended for treatment. The compatibility check was performed and showed that the product combination was not approved by zimmer biomet. DHR review: the quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. As per instruction for use (IFU) : implants and implant parts must only be combined with components belonging to the same system. No liability is accepted for products of third parties that are used by the purchaser or user. Conclusion: the quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. No event details were provided. However, the investigation results confirmed an off-label use where a zimmer biomet stem was used in combination with a competitor's femoral head. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350 - 2019 - 00669.